Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during transport the intra-aortic balloon pump (iabp) stopped pumping due to ECG cable coming apart. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump stopped pumping due to ECG cable coming apart" is confirmed. The ECG cable was noted damaged upon the product was received. The root cause of how the cable became damaged is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during transport the intra-aortic balloon pump (iabp) stopped pumping due to ECG cable coming apart. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.